Event description:
Customer states one pt tested for insulin gave a value of 5.1 uiu per ml. In (B) (6) 2009, an aliquot of the same sample was sent to a reference lab, and the insulin ran by a different method yielded a value of 44.8 uiu per ml. Customer states there were no issues with any other assays and no other issues with insulin except for this one pt. The sample was sent out to a reference lab to confirm the result and no treatment was given based on the initial result. The pt's condition is not known by the lab. If additional info is received, appropriate notification will be provided.